Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) grade 2-3. One clip ((B)(4)) was implanted with 4 grasping attempts. It was noted that there were no difficulties with the device. When the clip was implanted, a posterior medial leaflet (pml) tear occurred. The leaflet was torn up to the annulus, and the mr increased to 4. The clip had been deployed medial of the tear. A second clip ((B)(4)) was deployed lateral of the tear for treatment of the torn leaflet and the increased mr. Deployment of the second clip was difficult due to the leaflet tear and 5 grasping attempts were needed to obtain good leaflet insertion. The second clip was deployed and the mr was reduced to a slightly worse pre-procedure grade of 2-3. During the night, the patient went into cardiogenic shock. The mr grade was increased to 4. Both clips were confirmed to be firmly attached to the leaflets. Mitral valve replacement surgery was performed on (B)(6) 2013. The surgeon stated that the valve wall tissue was fragile making it difficult to suture the replacement valve. He stated that the tissue of the pml was abnormally fragile causing the difficulty when implanting the clip, which may have been the reason for the leaflet tear. There was no evidence of friable tissue before the mitraclip procedure. On (B)(6) 2013, the patient expired due to cardiogenic shock and the consequences of the surgery. Reportedly, cardiogenic shock and subsequent death were caused by the worsened mr that resulted from the leaflet tear when the first clip was implanted. It is the physicians opinion that the second clip did not cause or contribute to the cardiogenic shock, increased mr and/or death. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system steerable guide catheter, lift, support plate, stabilizer. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).